Event description:
Syringe driver reported as infusing too quickly. Infusion commenced at 16.13hrs on 1/2/2002 at a rate of 48mm/24hrs and at 23.00hrs the syringe driver was checked and appeared to be infusing correctly. However at 04.20hrs the following day (1/3/2002) there was only 2mls left in the syringe. No reported injury or adverse effects to the pt.

Event description:
Syringe driver reported as infusing too quickly. Infusion commenced at 16.13 hrs on 01/2002 at a rate of 48 mm/24 hrs and at 23.00 hrs the syringe driver was checked and appeared to be infusing correctly. However at 04.20 hrs the following day (01/2002) there was only 2 mls left in the syringe. No reported injury or adverse effects to the patient.